Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out of range pacing impedance measurement greater than 2,000 ohms, and oversensing of noise in unipolar configuration five months post implant resulting in activation of the lead safety switch (lss). Additionally, signal artifact monitor (sam) episodes were also triggered, and disabled the minute ventilation (mv) feature. Subsequent pacing impedance measurements in unipolar configuration were within normal limits at 442 ohms. The device was then programmed to unipolar pacing and bipolar sensing. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out of range pacing impedance measurement greater than 2,000 ohms, and oversensing of noise in unipolar configuration five months post implant resulting in activation of the lead safety switch (lss). Additionally, signal artifact monitor (sam) episodes were also triggered, and disabled the minute ventilation (mv) feature. Subsequent pacing impedance measurements in unipolar configuration were within normal limits at 442 ohms. The device was then programmed to unipolar pacing and bipolar sensing. At this time both, the ra lead and the crt-p have been explanted at a surgical intervention. No additional adverse patient effects were reported.